Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A consumer/patient reported that following cataract extraction with intraocular lens (iol) implant procedure she experiences bright halos and sunbursts that have drastically affected her night vision and decreased near vision. She also states she has distance vision only in this eye. The patient provided additional documentation which indicate that the patient developed superior corneal edema on post operative day one. Sodium chloride topical solution was prescribed every three hours. The cornea was clear at the one week postoperative visit. The sodium chloride was discontinued. One week later the patient returned and reported sudden, blurry vision at near. No macular edema was found with macular ocular coherence tomography (oct). Routine postoperative steroid topical medication was continued, and a non-steroidal anti-inflammatory drug (nsaid) topical medication was added. Three months postoperative, the patient was diagnosed with cystoid macular edema(cme). Cme still present at four month postoperative visit. Patient is non-compliant with topical medication. One week later there is no significant cme present on oct. Patient is referred to another surgeon for evaluation where she reports still having glare, starburst while driving at night, difficulty reading, and sees a shadow temporally. Topical nsaid and steroid are in use. Two weeks later the patient returns for a follow up and reports diplopia, or shadowing of images, starbursts, glare and difficulty reading. She had discontinued her topical medications, she was diagnosed with posterior capsule opacification eleven months following the procedure. She had been using a miotic topical medication. Visual acuities were also provided by a certified ophthalmic technician.